Event description:
It was reported the asymptomatic patient presented for a follow up. Upon interrogation, it was observed the pacemaker was failing to capture after pacemaker mediated tachycardia events. This was believed to be cause by the presence of fusion. No intervention was reported. The patient was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.